Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that a screw came loose on the side panel door and the door fell off the machine. It was reported that when the door fell, it struck the toe of someone standing nearby.

Manufacturer narrative:
Photos of the affected parts were repeatedly requested but were not provided, neither were the affected parts themselves provided. There are two side panel doors of different weight, no information was provided which of them fell off. The essential parameters like o2, temperature and humidity of the device cannot be maintained in case a door stays open. A deviation of these parameters is visually and acoustically alarmed. With a missing or open side flap the patient is no longer secured and potentially might fall out of the inner compartment. The IFU states as a warming that operating the device with opened sidewalls requires close attention to patient being safe by clinical staff. It is considered as highly unlike that both hinges of the side panel doors come off simultaneously, however due to lack of information it was not possible to determine the root cause.

Event description:
Please see initial-report.